Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and instrument log review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Log review showed multiple occurrences of aspiration errors and cuvette washing not completed errors. Analyzer maintenance log review showed the wash cuvettes procedure was not performed after the cuvette wash errors were observed. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely low sodium results for one patient results while using the architect c16000 analyzer ict module. The following data was provided. Initial 111, repeat 139. No impact to patient management was reported.